Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an ablation procedure, the device was programmed to disable high voltage (hv) therapy; however, noise resulting in inappropriate anti-tachycardia pacing (atp) and inappropriate hv therapy was observed on the device. No intervention was performed. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated high voltage (hv) therapy was accidentally re-enabled on the device prior to the ablation procedure and the device delivered hv therapy according to the programmed settings. The device was reprogrammed to resolve the event. The patient was in stable condition.